Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient said they fell because their legs felt weak, but they were unsure why their legs felt weak and made them fall. At this time, it was unknown if the short circuit was causing the battery to deplete quicker or not or whether the fall caused the short circuit. The patient¿s spouse was going to try and use the remote to check the battery levels over time to see if it seemed to be dropping quicker. The implant was charged to 100% on (B)(6), but it seemed to take a little longer to get fully charged than usual. The issue remained unresolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient states their tremor returned today all of the sudden due to the implant having depleted and turned off. They also mentioned they had a fall recently. Patient stated their legs felt weak when they fell and does not know why or what caused it. Upon interrogation of the system it was noted that there was low impedance on contact 0 and 1 on right generator. It's unknown if the short circuit caused the battery to deplete. The battery will be checked again tomorrow to see if it seems to be draining quicker than normal or not. It's also unknown if the short circuit was a result of patient's fall.